Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels and reservoir leak. Customer¿s blood glucose level went as high as 400 mg/dl. Customer treated their high blood glucose via manual injection. Troubleshooting for reservoir leak was performed. Customer advised the liquid insulin leaked inside the insulin pump which resulted in high blood glucose levels. Customer was advised to discontinue use of the reservoir. Customer was advised that the reservoir would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The insulin pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.